Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign matter adhered to the air/water supply nozzle duct. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d10. Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could be determined what the foreign material was silicic acid and organic silicone from chemicals, and cellulose fiber. There was no damage to the area where the foreign material was detected; however, the cause of the material remaining in the device could be related to insufficient precleaning and rinsing, in addition, due to insufficient drying as the endoscope has been stored without detaching the valves. Olympus will continue to monitor field performance for this device.